Event description:
It was reported that the clinic had attempted to update the software for this device but was unsuccessful. The rf telemetry was not shut off after the attempt. Later, the device exhibited a battery depletion (bd) error and was beeping. Remote analysis confirmed that the error was a result of prolonged telemetry. Technical services confirmed that the bd code can be cleared. At the next visit, the software was successfully uploaded and the beeper was reset. The battery reading is still low so the device will be monitored on latitude. The device remains implanted. There were no adverse patient effects reported.